Event description:
It was reported that this left ventricular (lv) lead connected to a cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc). Technical services (ts) recommended in-clinic review to assess lv lead measurements and adjust lv output. No adverse patient effects were reported. This lead remains in service.